Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#, medical device serial #, device manufacture date additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the suspect pump module under infused was not confirmed or replicated during laboratory testing. ¿ timed rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. ¿ a review of the suspect pump module s/n (B)(6) error log did not identify any error or malfunction associated with the reported event. ¿ on 05jan2025 at 9:39 am an infusion was programed and started with a rate of 15 ml/hr, volume to be infused of 100 ml, dose of 15 mg/hr and drug amount of 100 mg for furosemide. ¿ between 9:40 am and 9:50 am a total of six (6) occlusion on patient side alarms were recorded. The infusion auto restarted each time before the pump module alarmed for occlusion. A primary volume infused (pvi) of 1.491 ml was recorded. ¿ between 10:54 am and 2:40 pm a total of (7) occlusion on patient side alarms were recorded. The infusion auto restarted each time before the pump module alarmed for occlusion. A pvi of 71.96 ml was recorded. ¿ at 4:32 pm the infusion completed and transitioned to keep vein open (kvo). A total volume infused of 100.01 ml was recorded. ¿ at 4:37 pm an infusion was programed and started with a rate of 15 ml/hr, vtbi of 25 ml, dose of 15 mg/hr and drug amount of 100 mg. ¿ at 5:54 pm the infusion auto restarted two (2) times and alarmed for occlusion on patient side after 16 seconds. A pvi of 120.407 ml was recorded. ¿ at 6:08 pm the pump module was selected and alarmed for operator walkaway. The unit was channeled off and the system was powered off. A total volume infused of 123.384 ml was recorded. ¿ the incident administration set was not returned for this investigation; therefore, testing could not be performed. ¿ it was noted during the log analysis that the pump module was experiencing the presence of back pressure and was alarming for occlusion on patient side several times which may have been the contributing factor for the reported issue of unexpected fluid found left in the bag. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion forma review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the internal and external inspection were performed. No obvious issues were observed during internal or external inspection that could explain the reported under infusion. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the female (left) iui connector and male (right) iui connector since corrosion was observed on their pins. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. Root cause: the root cause for the reported under infusion was not identified during the investigation. Testing found the suspect pump module to be infusing within specifications. Note that this report lists imdrf annex a040502, a0401, a1801, c07, c0601, d01, d15 and g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was initially reported that the device had free flow. Upon further follow up with the customer it was reported this event was not a free flow issue, but a possible bag overfill issue as there was medication left over at end of infusion. There was patient involvement however no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the device had free flow. Upon further follow up with the customer it was reported this event was not a free flow issue, but a possible bag overfill issue as there was medication left over at end of infusion. There was patient involvement however no patient harm.